Event description:
The customer reported that the pt went to the holding room for vasoseal deployment. Approx 2 hrs later occlusive pressure had to be applied but the tech did not see the teflon portion of the sheath at the end of deployment. Md was notified to assess the pt and was unable to palpate the sheath. The pt went to ccl for fluoroscopy, the sheath was visualized and retrieved.